Event description:
The account generated a falsely depressed hemoglobin of 6.64 g/dl on a patient using the cell-dyn sapphire. The patient received an iron tablet due to the low hemoglobin result. The next day, a new specimen generated a hemoglobin of 12.6 g/dl. The account noticed that the rerun cbc parameters were varied and reran the original sample. The original sample retested with hemoglobin of 12.3 g/dl. No information is available regarding the iron tablet dose or number of tablets the patient received. The health status of the patient after receiving the iron tablet is unknown.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The evaluation of the complaint incident found that the crimped or pinched tubing may have caused the depressed hemoglobin (hgb) result for one patient sample. Short sample flagging was not generated because the rbc, hgb, and mchc results for (B)(6) did not meet the flagging criteria. Replacement of the tubing, clot detector assembly by an abbott service representative resolved the complaint issue. The run in question, (B)(6), had normal mcv (91.8fl), rdw (11.2%), and %r (1.75%) results. The results in (B)(6) were contradictory for patients diagnosed with iron deficiency anemia (ida) because ida patient results for hgb, mcv, rdw, and %r would be abnormally very low. A low hgb result of 6.64 g/dl alone was not sufficient for a medical decision of ida. A review of the product labeling concluded that the issue is sufficiently addressed in the cell-dyn sapphire operators manual. Based on the evaluation, which included review of product history and labeling, a product issue related to the complaint incident was not determined.